Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.00 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was "scratched" during loading, from the manipulation with pincette trough loading maneuver. There was no patient injury. The lens remained implanted and the problem was resolved. The cause of the event was due to user error.

Manufacturer narrative:
A2: unk weight: unk. Ethnicity: unk. Race: unk. Explant date: na. Claim # (B)(4).

Manufacturer narrative:
Claim#: (B)(4).